Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated non-recoverable error 86 occurred on intuitive surgical core power distribution (ipd) on vision side cart (vsc). They had the customer perform a hard restart of the vsc, but the issue persisted. The customer elected to abort the procedure. There was no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the redundant power tray assembly core to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The redundant power tray assembly core was analyzed. In report, error 86 was found indicating the fault confirming the fault occurred in the field. Visual inspection, no issues were found that are related to the reported issue. The unit was installed onto the golden system and completed program no problem so far, continued performance was set to 10 power cycles sitting idle for 1hrs. After testing 10x cycles no error, once the testing was completed, the system error logs were inspected, but no error could be identified. The complaint was confirmed based on failure analysis. While the definitive root cause could not be established, a possible cause may be attributed to electronic defect of the intuitive surgical core power distribution (ipd).